Event description:
The 2025 broselow tape was discovered to have errors in the medication doses, some of them significant with potential to cause harm or death to a patient. Specifically, -vecuronium: in the calculation basis "red to head" reference section, the dosage is shown as 0.1 mg/ml (concentration) instead of the correct 0.1 mg/kg (weight-based dose). -flumazenil: in the calculation basis "red to head" section, the dosage is shown as 0.1 mg/kg instead of the correct 0.01 mg/kg. The color-coded sections of the tape list the correct flumazenil dose, but the reference table is incorrect and represents a 10-fold overdose. -ketamine (IV/io for pain/analgesia): the tape lists IV/io ketamine for pain/analgesia as 1 mg/kg, whereas the appropriate pediatric analgesic (sub-dissociative) dose is 0.1 mg/kg. This represents a 10-fold overdose and may result in a dissociative sedation dose being administered when only analgesia was intended.